Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter that the coulter act diff hematology analyzer leaked approximately 2 drops of fluid at the probe. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but has an exposure control plan at the facility. No erroneous patient results were generated in connection with this event. Beckman coulter field service engineer (fse) found a drip at the probe of the instrument. The fse replaced pinch valve lv10 and the dual diluent filters to resolve the leak. Pinch valve lv10 controls the path from the diluent pump to the probe wash. The repairs were verified per established procedures.